Event description:
Additional information was received that shortly after the initial pleural effusion and discharge two weeks prior, the patient with this device was re-admitted due to an ongoing pleural effusion. A pleurocentesis was once again performed to remedy the issue. Additionally, information was received that 2 years ago a pleural effusion occurred after the patient underwent mitral valve surgery due to mitral valve re-stenosis. It is unknown if this issue two years ago is related to the patient's current health issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this device was recently hospitalized due to pleural effusion. A pleurocentesis was performed to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.